Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2017, that the insulin pump was busted open. The customer¿s blood glucose was 365 mg/dl at the time of the incident. The customer is a (B)(6) female and weights (B)(6). It was stated that the whole back of the insulin pump was busted open and won't register a reservoir. The drive support cap is coming out and is broken. Customer responded that this is due to the pump being of old age. Troubleshooting did not occur. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.